Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the device was not working. It is unknown how the case was completed. There was no known consequence to the pt.